Manufacturer narrative:
Following additional information this event will be further updated.

Event description:
Boston scientific received information that the patient with this device received two shocks while shoveling and sought medical assistance. An interrogation confirmed the shocks however also illustrated two system error codes. The data review further confirmed the shocks were inappropriate and due to supraventricular tachycardia: normal impedances displayed after the first shock, the second exhibited an impedance measurement below the recommended range. To date, the device remains implanted; pending revision. The associated lead is a non boston scientific product.